Event description:
The complainant alleged while monitoring a patient (age and gender unknown), the device displayed a flat line without displaying any error messages. The complainant indicated that there was no adverse effect as a result of the reported malfunction.